Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. The device part number is not known at this time, therefore the gtin and 510k are unknown. Should it become available it will be provided in future reports.

Event description:
It was reported that the tip broke during the procedure. The tip was retrieved and the need for an expanded portal size does not pose additional risk to the patient as it is within the scope of the original procedural requirements to create a portal large enough to perform the surgery at the discretion of the surgeon.

Manufacturer narrative:
The device manufacturer date is not known. The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could not be determined due to insufficient information. The reported failure mode will be monitored for future reoccurrence. H3 other text : 81.

Event description:
It was reported that the tip broke during the procedure. The tip was retrieved and the need for an expanded portal size does not pose additional risk to the patient as it is within the scope of the original procedural requirements to create a portal large enough to perform the surgery at the discretion of the surgeon.